Manufacturer narrative:
The manufacturer previously reported regarding a ds2adv auto CPAP w/hum/p-flx/cell/bt,ca device. The device was received for evaluation, and it was noted that the humidifier appeared charred and had a burnt odor. There was no evidence of smoke nor any signs of melting, warping, or gaps in the enclosure. There were no claims of patient harm or serious injury, and no medical interventions were specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and the service technician confirmed the customer's complaint of the heater plate being burned. The device was scrapped by the service center after the evaluation was completed. Section product UDI and device serviced by 3rdp in box d and reason device not eval in box h has been updated/corrected in this report.

Event description:
The manufacturer was contacted regarding a ds2adv auto CPAP w/hum/p-flx/cell/bt,ca device. The device was received for evaluation, and it was noted that the humidifier appeared charred and had a burnt odor. There was no evidence of smoke nor any signs of melting, warping, or gaps in the enclosure. There were no claims of patient harm or serious injury, and no medical interventions were specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device has not been returned to the manufacturer.